Event description:
It was reported that during an ion lung biopsy procedure in which the patient developed a pneumothorax. The target of the biopsy was a peripheral cavitary nodule located in the right upper lobe (rul) near a fissure. Before the biopsy needle was inserted, the physician noticed that the lungs appeared to be shrinking, which was confirmed as a pneumothorax via chest x-ray. A chest tube was subsequently placed to stabilize the patient, enabling the completion of the procedure. Although the patient remained asymptomatic with stable vital signs, a 4-day hospital stay was required. The patient has since returned home. The physician attributed the pneumothorax to the nodule's proximity to the fissure and the pliable nature of the surrounding tissue, rather than an issue with the ion system itself. Furthermore, positive end-expiratory pressure (peep) and intubation were considered contributing factors. The physician reported that the pneumothorax might have occurred with another biopsy modality, confirming that no device malfunction was involved in the incident.

Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. System logs were not available for review.